Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on january 27, 2010, alleging inaccurate readings on their one touch ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical info. The pt mentioned that he obtained erratic readings on his meter compared to another meter. The pt obtained a 202 mg/dl on his ultra 2 meter and less that 30 minutes later obtained a 165 mg/dl on an ultra mini meter on the morning of (B) (6). An hour after testing, the pt began to exhibit symptoms of shakiness of the hands and trouble focusing. The pt then ate more food/drink and did not seek any further medical attention or contact their physician for assistance. A quality control test was not done since the pt did not have any control solution. The test strip vial was not cracked or broken and the test strips were not opened longer than the expired date. The products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long symptoms lasted and whether the pt tested their blood glucose after the symptoms began. The complaint is being reported since the pt alleged that due to the elevated readings he obtained on his lfs meter, he later developed symptoms suggestive of hypoglycemia and had to self-treat with food.